Event description:
It was reported that patient was in clinic with damage to black lead nearest to controller. The controller would be exchanged in the clinic. There were no unusual events recorded in the log file event history. The damage to the controller lead appeared to be cosmetic only at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a damaged system controller black power cable was not confirmed. A review of the submitted log file spanned approximately 16 days (14apr024 ¿ 29apr2024 per time stamp). There were no notable alarms active in the log file. The system controller was not returned for analysis. The provided information indicated that the black lead of the controller was damaged near the side of the housing and was consequently exchanged. The extent of the damage to the underlying wires is unknown. There were no photos or additional documents for the damage provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears. No further information was provided. The manufacturer is closing the file on this event.